Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted. H3 other text : remains implanted.

Event description:
Edwards received notification from a thv territory manager that a patient underwent tavr with a 20mm s3ur valve. However, the patient developed sob and never felt great. Approximately one month post tavr, the patient returned to the hospital and follow up echo revealed moderate+ pvl. The valve was post dilated with a 22mm true with 25cc and the plan to assess and implant a second valve if needed. The 22 true balloon successfully treated the pvl, but the patient developed central leak and the decision was made to prep and implant a 23 s3ur which was done successfully. The patient was stable and recovering. Additional information received stated, later that afternoon, the patient developed tamponade on the floor and was brought back to the cath lab where they were unable to access the area needing relief and received 20 minutes of CPR. She was taken to the or for a window where the operator identified a rupture involving the aorta and the area around the valve. It was not visualized but it was suspected to be at the level of the annulus. She was past the point of attempting to salvage an outcome and the patient and family had predetermined she was not up for a sternotomy so the decision was made to put her on ECMO and take her to the ICU where family could say goodbye. I was just informed she expired shortly after. Per the fcs, the rupture was suspected to have occurred during bav. The root cause was noted to be oversized bav of the original s3ur valve. There was no allegation that any edwards devices were deficient in any way for either procedure.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint valve central regurgitation was unable to be confirmed due to unavailability of relevant procedure imagery/medical record. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a patient underwent tavr with a 20mm s3ur valve. However, the patient developed sob and never felt great. Approximately one month post tavr, the patient returned to the hospital and follow up echo revealed moderate+ pvl. The valve was post dilated with a 22mm true with 25cc and the plan to assess and implant a second valve if needed. The 22 true balloon successfully treated the pvl, but the patient developed central leak and the decision was made to prep and implant a 23 s3ur which was done successfully''. Per the instructions for use (IFU), valve regurgitation is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. In this case, deployed valve was post-dilated to resolve the existing paravalvular leak, and the paravalvular leak was improved; however, the valve was potentially over expanded, resulting in central regurgitation. As such, available information suggests that procedural factors (post-dilation) may have contributed to the complaint event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate procedural factors (under-expansion) caused or contributed to this event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.